Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform off no power, a21 error test, occlusion and no delivery test due to motor error alarm. The insulin pump had no blank display, a21 alarm or erased memory anomaly noted. However, the insulin pump passed the rewind, self-test, idle current, run current, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer stated they were changing the infusion set, was priming when display went blank. It wiped out all the settings. Advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer's blood glucose was unknown.